Manufacturer narrative:
H4: the lot was manufactured between may 3, 2023 ¿ may 5, 2023. H10: the device was received for evaluation containing 14ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported flow problem. A functional flow rate test was performed on the sample, and the flow rates were found to be within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had delayed delivery during patient infusion. The expected therapy time was 46 hours, but drug solution remained in the bladder after 51 hours. The device contained 5-fluorouracil and saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.